Event description:
The customer reported via phone call that they had no delivery alarms on the insulin pump. Customer also reported the numbers on the insulin pump became erratic while the customer was attempting to prime. The customer's blood glucose was 123 mg/dl. Troubleshooting did not occur as the customer was no longer on insulin pump therapy. Customer also reported they had a broken belt clip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.